Event description:
(B)(4). On (B)(6) 2013 I had essure placed without incident. Shortly after I started experiencing menstrual cycle irregularities. They were longer cycles. What normally would be 5 days turned into 10-12 days of extremely heavy bleeding. Then I started skipping periods. They started to space out from every 28 days to every other month, then went to every 3rd month, then every 4th..now I'm having to take provera every other month to bleed. I just had a baby 4 years ago. My hair is falling out. My d3 and b12 levels are low. My estrogen level is 104 and my progesterone is 0.3 those levels are considered postmenopausal but my gynecologist says that I'm not. My family history does not indicate early menopause and I'm sure without the essure being an endocrine disruptor that I wouldn't have to deal with this now. I've also gained weight and can not seem to reduce my weight regardless of diet or exercise. My eyesight has become worse as well.

Event description:
(B)(4). I also have cysts on my ovaries.